Event description:
It was reported that the balloon ruptured. A 15mmx3.0mm wolverine peripheral cutting balloon was selected for treatment. During the procedure, it was noted that the device was unable to cross the lesion. After crossing with another guidewire, the balloon was inflated but ruptured at 6atm. The procedure was completed with a different device. There were no patient complications.